Event description:
Drill bit became stuck in the tibial cutting block while pre drilling.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned cutting block was unable to confirm the reported event as the referenced drill bit was not returned; however further examination of the cutting block shows evidence of damage/burring around the drill holes. The overall condition of the cutting block suggests moderate usage. A complaint database search on the provided product code found similar reports which were attributed to product wear out and or misuse. The root cause is attributed to wear out and/or possible misuse. Based on the root cause of product wear out and suspected misuse, corrective action is not needed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.